Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During resection, the system did not recognize the system¿s resection of the patient¿s bone. The mps had the surgeon utilize the planar probe to verify the cut was accurate. While the surgeon was checking the cuts, mps called clinical service, and followed instruction to shut down the system and potentially recognize the resected area. Mps shutdown the system, re-homed the robotic arm, and entered back into the tka application. The system still did not recognize the area had been resected. Surgeon decided to continue making cuts, while verifying the accuracy of the cuts using the planar probe. Surgical delay yes. 10 minutes.

Event description:
During resection, the system did not recognize the system¿s resection of the patient¿s bone. The mps had the surgeon utilize the planar probe to verify the cut was accurate. While the surgeon was checking the cuts, mps called clinical service, and followed instruction to shut down the system and potentially recognize the resected area. Mps shutdown the system, re-homed the robotic arm, and entered back into the tka application. The system still did not recognize the area had been resected. Surgeon decided to continue making cuts, while verifying the accuracy of the cuts using the planar probe. Surgical delay yes. 10 minutes.

Manufacturer narrative:
Reported event: an event regarding green resection area not removed during cutting during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 649 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding green resection area not removed during cutting. There were other reported events for the listed catalog number ((B)(4)). Conclusion: a communication failure with the mics controller resulted in inaccurate reporting of the cutting tool speed during bone preparation. Because cutting tool speed was not reported during the procedure, tcp locations were not recorded in the burrlist and bone was not removed from the virtual bone model. The cutting tool was still constrained within the stereotactic boundaries and cuts were completed accurately.